Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 5 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event on 30-oct-2024 and was hospitalized on (B)(6) 2024 for few hours due to high blood glucose levels. The leakage was in the tubing. The infusion set was in use for few hours. The blood glucose level was 570 mg/dl and the patient was treated with correction injection via mdi. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 (B)(4) MDR 3003442380-2024-33795. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6004401 have already been previously tested in the complaint (B)(4) on 07/jun/2025. The reference samples were visual inspected and tested for flow and leak. All test results were within specifications as per the test report database complaint. 2103979 complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6004401 was manufactured according to the work instruction (wi) version 108 manufactured in the inset 5, on 21/nov/2023 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Database complaint (B)(4) complaint test report.pdf attached in this record. Trending: a query was run in database on 15/jul/2025 against malfunction code leakage from infusion site and lot 6004401 and no other complaints has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.